Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to indicate the product serial number, implant date and pt details. The explant surgeon has been requested to return the device for analysis and to provide the event date and explant date. The info has not yet been received by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. No additional info has been reported to allergan regarding the model number, serial number, the event date, implant date, explant date, diagnostic testing, pt data or further event details from either the implant facility (the reporter) or the explant surgeon. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery, after the use of gastric irritating medications, after stomach damage and after extensive dissection or use of electro-cautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection, or abdominal pain. Re-operation to remove the device is required." "Re-operation for band erosions may result in a gastrectomy of the affected area. Eroded bands have been removed gastroscopically in a very few cases, depending on the degree of erosion. Consultation with other experienced lap-band system surgeons is strongly advised in these cases."

Event description:
Health care professional reported that a pt has had the band removed for erosion by another surgeon in another city. An investigation is in progress.